Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: transcatheter aortic valve-in-valve treatment of degenerative stentless supra-annular freedom solo valves: a single centre experience citation: catheterization and cardiovascular interventions (2016) (doi: doi: 10.1002/ccd.26623) authors: james cockburn, md, mrcp, maureen dooley, mrcp, jessica parker, bsc, andrew hill, md, frca, nevil hutchinson, md, frca, adam de belder, md, frcp, uday trivedi, md, frcs, and david hildick-smith, md, frcp. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding valve-in-valve procedures after the implant of a sorin freedom solo bioprosthetic valve. All data were collected from a single center between 2012 and 2015. The study population included 6 patients (3 male and 3 female; mean age 78.2 years), 1 of which was implanted with medtronic corevalve 26mm (serial numbers not provided). Adverse events included: 1 acute coronary artery obstruction. During the implant, a coronary guiding catheter and wire were inserted into the left main artery. After the deployment of the valve, flow appeared to be maintained. However, once the catheter was removed, flow was lost and cardiac arrest occurred. Subsequently, the valve was snared into the ascending aorta, returning flow to the coronaries, recovering hemodynamically and resulting in mild regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.